Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 300-500 mg/dl range and diabetic ketoacidosis; ketone level was identified as dangerous. Cause of elevated bg level was unknown. The customer went to the emergency room and was subsequently hospitalized. Fluids and insulin were administered. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.